Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the replacement of the recharger antenna resolved the intermittent coupling issue. The consumer stated the battery depleted every 2-3 days so they tried charging more often and longer. When asked if the issue was resolved the consumer stated they were doing great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) was having issues with her implanted neurostimulator (ins) holding a charge. It was clarified the ins appears to be depleting faster than pt expected and pt is getting intermittent poor coupling. Pt stated initially her ins battery would last 5 days, then 3 days. Pt stated she had an appointment on monday for adjustments and she charged her ins the night before. Pt stated she fell asleep with the recharger charging her ins and it had only increased to 40%. Patient services advised to charge for about 20 mins when she got home and reviewed things that can affect the charging and ins battery level. Pt stated no adjustments were done about a week ago. She had not seen her doctor since (B)(6). No damage was found on the insr antenna, usually charges to the charge sufficient/complete screen, and uses adhesive disks. A replacement request for the antenna has been processed for troubleshooting purposes. No symptoms were reported.